Event description:
The report received from the field states that an optease ivc filter was deployed opposite of the insertion arrows. It was deployed from the femoral vein, but the hook was point toward the jugular for retrieval. The patient is a (B)(6) male. The indication for the filter insertion is unknown. The filter cartridge was correct for the access location (femoral) as this was checked prior to insertion. The filter was placed in the correct location in the vena cava. The measurements of the vessel (vena cava) are unavailable. The device has since been retrieved and a new filter has been inserted. There was no reported injury to the patient.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field states that an optease ivc filter was deployed opposite of the insertion arrows. It was deployed from the femoral vein, but the hook was point toward the jugular for retrieval. The patient is a (B)(6) male. The indication for the filter insertion is unknown. The filter cartridge was correct for the access location (femoral) as this was checked prior to insertion. The filter was placed in the correct location in the vena cava. The measurements of the vessel (vena cava) are unavailable. The device has since been retrieved and a new filter has been inserted. There was no reported injury to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis, lot number or films of the event it is not possible to draw a clinical conclusion between the device and the event.